Event description:
Hospital reported that portion of convenience kit pouch seal was open when kit was taken out of the box, compromising sterility. The kit was not used and was returned for evaluation.